Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath and imaging window were kinked, the imaging window and drive cable were twisted, the imaging window was detached near the lap joint section, and the imaging core had a windup in the imaging window section and the guidewire exit port was lifted. Impedance test showed an electrical open at the proximal end of the catheter, between 130-140 cm from the distal housing. Functional test revealed that the device was properly recognized by the imaging system when plugged into the motor drive unit, and no connection issues or errors were detected during testing. Based on the evidence, the as reported code of image lost is confirmed, but the as reported code of connection issue is not confirmed. The kinked sheath and imaging window, twisted imaging window and drive cable, imaging window detachment, and the windup could have contributed to the reported image lost.

Event description:
Reportable based on device analysis completed on 23 aug 2024. It was reported that visualization issues occurred. The stenosed target lesion was located in the left main coronary artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but he catheter could not be connected and could not show the image. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed the imaging window and drive cable were twisted.